Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a diagnosis, which was completed as planned; customer did not need to use an x-ray, they wanted to use the table in the room. The philips remote service engineer (rse) inspected the system remotely and found that the system was unable to boot. Upon troubleshooting, the rse asked the customer to open the m-cabinet to check the power, and the rse discovered the issue with the power supply. All three phases of the power supply were off because the main breaker had tripped. The rse instructed the customer, and the customer reset the main breaker, which allowed the system to receive power. Subsequently, the wall breaker was also tripped, but the customer reset it upon instruction. Once both breakers were reset, the system received the necessary three-phase power and was able to boot up successfully. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the was unable to boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.